Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the investigation determined the cause to be due to a faulty printed circuit board, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Only the green light emitting diode (led) was on. The issue was due to a faulty printed-circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during installation, the high-definition liquid crystal display (lcd) monitor would not power up. No patient involvement reported.